Manufacturer narrative:
Further information will be submitted upon completion of the investigation.

Event description:
The sales representative reported that he was in a case and the shaver being used began going off with no direction from the iswitch receiver. He is sending in the receiver to be looked at. The case was almost over so there was no patient injury. This was the device's initial use.